Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that the rv lead had a spiked over the weekend and the measurement increased from about 500 to 1400 ohms. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).